Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-vantive technician. Inspection of the machine showed that the deairating chamber of the equipment leaked, resulting in inaccurate ultrafiltration dehydration. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the deairating chamber failure was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 2 hours of ultrafiltration dialysis on an ak 96 machine, the patient felt uncomfortable, was sweating all over the body, presented ¿confused consciousness¿ and shock. Patient¿s blood pressure (bp) was 52/34 mmhg at the time of the event. The ultrafiltration (uf) displayed by the ak 96 was 1.8kg, however after weighing the patient it was determined that the actual fluid loss was 3kg indicating 1.2kg of excessive uf. The patient was provided with 40 ml of 50% "gs", 200 ml of "water"; treatment was terminated. After 30 minutes of rest, the patient's bp was 114/68 mmhg. The treatment was restarted. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.